Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the matrix drawer was not detected on the bus. The customer stated that this malfunction had caused a delay in dispensing medication to patients. There were no adverse events or injuries reported on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the matrix drawer was not detected on the bus. A field service engineer found that matrix drawer 5 was not showing in es or test software, and then fse opened the back of the station and discovered that the pyxibus communication cable was not fully seated and reseated the cable into the controller and ensured it was locked down. The system functioned as intended after the field service engineer repaired the device.